Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had been found to have pulled back without slack and dislodged. The lead had high thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. The full lead was returned and analyzed with no anomalies found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.